Manufacturer narrative:
The technical support analysis reveals that the reported event is a clear case of a known issue affecting 6th generation touchscreens (nonresponsive/slow reacting touchscreen) in which the root cause has been traced to the manufacturer quality/ soldering issue. The device's user interface was replaced and the unit is working well.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support informed the customer that we will provide a new user interface assembly. At this point, vyaire has not received the suspected component.

Event description:
The customer reported, while using the bellavista 1000 on a patient, the touch screen became unresponsive to any user inputs. At this time, there was no information regarding patient involvement or impact associated in this reported event.